Event description:
It was reported that low impedance of 26 ohms was measured in surgery after the lead was implanted. No stimulation was felt during surgery. The healthcare professional thought it was a lead problem. To rule out a connection problem the hcp disconnected the lead and screening cable and then reconnected them; however, the impedances remained low. The hcp tried a new screening cable with the lead, but the impedances remained low. The upper end of the lead was found to be fractured. A new lead was implanted and the impedances were normal. After the surgery, the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0lcyu, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the stylet found the parylene coating of the stylet wire was damaged at the depth stop site. Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. A short in the lead could not be confirmed; however, there was evidence of depth stop damage in the lead insulation and stylet wire about 2.4 cm from the proximal end of the lead. Impressions from over-tightening of the depth stop were observed on the out insulation about 2.4 cm from the proximal end. Impressions were observed on the parylene coating of the tungsten stylet about 2.4 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.